Event description:
Complainant alleged that during biomed testing, the device's 4:1 pace function was intermittently ranging from 6:1 to 8:1. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.